Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) stated that their remote communicator displayed a red call doctor icon. The patient stated that red code doctor light has been on for few years now. Subsequently, troubleshooting was performed, and the communicator was power cycled. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The returned incepta-energen-punctua implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) stated that their remote communicator displayed a red call doctor icon. The patient stated that red code doctor light has been on for few years now. Subsequently, troubleshooting was performed, and the communicator was power cycled. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. This device was explanted as part of normal battery depletion and was returned for analysis.